Event description:
It was reported that the right ventricular lead exhibited a loss of capture. The lead was explanted during a device upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.